Event description:
It was reported that an externalized conductor was noted via fluoroscopy. Electrical measurement showed low pacing impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two sections for analysis. Internal insulation abrasions were found at 10.1cm to 11.8cm and 27.0 cm to 28.1cm from the distal tip. The etfe coating was intact at these locations. Additional internal insulation abrasions were found between 8.0cm to 13.1cm and 8.5cm to 9.4cm from the distal tip. The re and rv conductors etfe coatings was abraded and the inner coil was exposed at this location.